Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was remoted by someone unable to work. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was remoted by someone unable to work. A technical support specialist found that the station on the care fusion application admin and logged off from admin to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.